Manufacturer narrative:
(B)(6). The subject device was received and evaluated. Device inspection and evaluation found the device angulation in the right direction is out of standards due to worn of angle-wire. The customer reported issue was confirmed. Additionally, further inspection found inside of lg lens is dirty. Water quantity is out of standards due to deformation of nozzle. Screen is dark due to scratch of ccd lens. There is crease at the ccd lens. The adhesive part of ar (a-rubber) is broken. There is corrosion at the el-connector (electrical connector) due to leakage. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of angulation of forceps elevator is out of standards. The issue found during preparation for use. There is no patient involvement on this event. No user injury reported. Device evaluation found inside of light guide lens dirty (gap of adhesive on the distal end / stain entered inside the lens through the gap). This report is being submitted for dirty light guide lens found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that the event occurred by a generated gap at lg [light guide]- lens glue due to physical stress, etc. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "preparation and inspection_ inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Users can reduce/prevent the suggested event by handling the device in accordance with the following IFU: "important information: please read before use: warnings and cautions: warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.